Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 . The complaint of broken water tank was confirmed, as wear and tear were noted on front cover to enclosure, front cover, water tank cover, drain fitting and reflux plug. Evaluating device was done by turning on device and attaching hotline temp check. The crack was found on the bottom of the enclosure near the drain fitting. Unknown cause of event. Also noted hl-90 switch label, and line cord worn. Action was taken to replace enclosure, drain fitting and water tank cover along with line cord, hl-90 switch label, and reflux plug 90 due to visual damaged. Device went on to do pm testing and passed all functional testing and ready for service.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 has a broken bottom water tank and leaking. No patient adverse events reported.